Event description:
The customer contact reported "sparks." During set up prior to patient use, it was reported that "the neutral wire of power cord is sparking at the plug end." The device was removed from clinical service and sent to the biomedical department. During testing at the user facility, the power cord sparked when plugged into the ac power outlet. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.